Event description:
Customer reported system is down, no image on either monitor and system is displaying a checksum error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reset the checksum software. System operates as intended.